Event description:
Received a letter of a fire that occurred in a home where a pride lift chair was present. On (B)(6) 2015 confirmed an injury associated with the event.

Event description:
Received a letter of a fire that occurred in a home where a pride lift chair was present. On (B)(6) 2015 confirmed an injury associated with the event.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
A scene inspection took place. There was no evidence that would suggest that the lift chair was the cause of the fire.